Event description:
The patient was revised because of infection.doi: (B)(6) 2006 dor: (B)(6) 2010 (left side).update: (B)(6) 2011 litigation papers recieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Received operative notes indicate patient is a (B)(6) massively obese male with multiple medical problems and chronic infected left hip replacement. The patient has bi-lateral hip replacements. There is no new information that would change the previous investigation. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.